Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometriosis ("endometriosis") in a female patient who had essure (ess205) (batch no. 508104,508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Concurrent conditions included anxiety. Concomitant products included iron since 2015. On (B)(6) 2016, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), coagulopathy ("clotting"), abdominal pain lower ("cramping/ lower abdominal pain"), fatigue ("fatigue"), pruritus ("itching on skin"), alopecia ("hair loss"), abdominal distension ("bloating"), poor quality sleep ("restless sleep"), depression ("depression"), mood swings ("mood swings"), headache ("headaches"), weight increased ("weight gain"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), dyspareunia ("pain after sex"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with left salpingo-oopherectomy and right salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometriosis, coagulopathy, fatigue, pruritus, alopecia, abdominal distension, poor quality sleep, depression, mood swings, weight increased, feeling abnormal, loss of libido, dyspareunia and dysmenorrhoea outcome was unknown and the abdominal pain lower, headache, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, coagulopathy, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, loss of libido, menorrhagia, mood swings, pelvic pain, poor quality sleep, pruritus, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, historical condition added. Essure indication and lot number was added and start date updated. New event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), abdominal pain and back pain were added. Lab data updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometriosis ("endometriosis") in a female patient who had essure (ess205) (batch no. 508104,508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Concurrent conditions included anxiety. Concomitant products included iron since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), coagulopathy ("clotting"), abdominal pain lower ("cramping/ lower abdominal pain"), fatigue ("fatigue"), pruritus ("itching on skin"), alopecia ("hair loss"), abdominal distension ("bloating"), poor quality sleep ("restless sleep"), depression ("depression"), mood swings ("mood swings"), headache ("headaches"), weight increased ("weight gain"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), dyspareunia ("pain after sex"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with left salpingo-oopherectomy and right salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometriosis, coagulopathy, fatigue, pruritus, alopecia, abdominal distension, poor quality sleep, depression, mood swings, weight increased, feeling abnormal, loss of libido, dyspareunia and dysmenorrhoea outcome was unknown and the abdominal pain lower, headache, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, coagulopathy, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, loss of libido, menorrhagia, mood swings, pelvic pain, poor quality sleep, pruritus, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Lot numbers and exp/MFR dates 508104 mar2007 / may2005. 508297 jul2007 / aug 2005. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometriosis ("endometriosis") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), coagulopathy ("clotting"), abdominal pain lower (" cramping"), fatigue ("fatigue"), pruritus ("itching on skin"), alopecia ("hair loss"), abdominal distension ("bloating"), poor quality sleep ("restless sleep"), depression ("depression"), mood swings ("mood swings"), headache ("headaches"), weight increased ("weight gain"), feeling abnormal ("brain fog"), loss of libido ("loss of libido") and dyspareunia ("pain after sex"). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometriosis, coagulopathy, abdominal pain lower, fatigue, pruritus, alopecia, abdominal distension, poor quality sleep, depression, mood swings, headache, weight increased, feeling abnormal, loss of libido and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, coagulopathy, depression, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, loss of libido, mood swings, pelvic pain, poor quality sleep, pruritus and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.